Manufacturer narrative:
(B)(4). Approximate age of device ¿ 29 days. The event occurred at (B)(6). A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient continues on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 29 days post implantation of the lvad, the patient was diagnosed with a bacterial driveline infection. The patient was in the hospital at the time of the diagnosis. The cause of the infection was reported as unknown. The patient was treated with unspecified drug therapy and continues on vad support. No additional information was received.